Manufacturer narrative:
The valve was received submerged in an unidentified liquid in a plastic container. No significant deformation or damage of the valve was detected during the visual in specification. The permeability test showed that the progav 2.0 valve has a blockage. The progav 2.0 valve was tested and is not adjustable throughout the normal range. The braking functionality test has shown that the brake function operates as expected. However, the braking force required could not be measured due to inability of the valve to hold a set pressure. It should be noted that the intake documentation indicates that the progav 2.0 valve was removed in april 2018 but not submitted for return until september 2018. It is possible that the properties of explanted products which are stored for extended periods of time can be affected by the deposits inside the valve. Therefore, we request that products are placed in liquid immediately after removal and promptly submitted for examination to maintain the integrity of the subsequent investigation. All other specification were met. No deformation or damage of the valve were detected during the visual inspection. The progav 2.0 valve did not meet expectation. The valve was not permeable and could not be adjusted to all settings. The braking functionally operated as expected, however the brake force was unable to be measured due to the inability of the valve to hold a set pressure. Finally, we have dismantled the valve. Inside the valve we have found a significant buildup of substance likely protein. Based on our investigation, we confirm that the valve is non-adjustable, likely due to the deposits observed inside the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspections. Height: 100cm.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Implant date: 2017 year, day/month: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "po not adjustable. Explanted."